Event description:
It was reported that the right ventricular (rv) lead exhibited an insulation breach as noted during a routine generator change. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457453 lead, implanted: (B)(6) 2004. (B)(4).